Event description:
I had cataract surgery for my right eye in late 2008 and my left eye a week later by a dr of the eye institute. He was supposed to put in crystalens implants and told me, I should be able to see at a distance and intermediate and maybe need glasses for reading. My results were just the opposite. I can see excellent close up but need prescription glasses for intermediate and distance. He either put in the wrong lenses, measured wrong or there is a problem with the crystalens. I paid extra for the crystalens in order to be able to see well at a distance and intermediate. Now he wants to do lasik surgery on one eye so that I would have monovision. I could have had the regular medicare - no extra cost - lenses to have monovision. That is not what I paid for. I did not get that crystalens advertise or what my doctor said I should expect. Thank you for your kind attention.